Event description:
Catheter was removed prematurely because the catheter broke from the hub. Catheter, which was lodged in the heart, was surgically removed 12/4/96. Injection/infusion port was removed from right chest on 12/12/96. Another catheter, 21-4653 lot #25045, was implanted at left chest on 12/12/96.